Event description:
Patient reported obtaining a blood glucose result of 119 mg/dl, while using the suspect device. Patient indicated that, an unspecified time later, she later lost consciousness due to hypoglcemia. Emergency medical services were reportedly summoned on patient's behalf, and upon their arrival patient's blood glucose measured 29 mg/dl, on paramedic's blood glucose monitor. Patient indicated that she did not know what treatment was administered by emergency medical services. Paramedic reportedly advised patient that she was taking too much insulin for the amount of food consumed. Patient did not provide any additional information about diagnosis or treatment. Patient's current condition: "fair health". Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.